Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. (B)(4).

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure thrombosis occurred. The patient had a 3.0x20mm taxus express2 drug eluting stent (des) placed in the left anterior descending (lad) artery in (B)(6) 2006. Thirteen (13) months later, the patient returned with thrombosis in an unknown location. The thrombosis was ballooned with a 2.5x20mm maverick mr. The procedure was completed using a 2.75x12mm liberte mr bare metal stent (bms) and a 3.0x8mm liberte mr bms. The patient was given heparin, reopro and integrillin. There were no complications reported with the patient's condition listed as "fine." Additional information has been requested but not received.